Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip feed slowly into the jaws of the device? Did multiple clips feed into the jaws of the device at one time? Did the clips feed sideways into the jaws of the device? Did the clips drop or eject from the jaws of the device? Did the clip not feed into the jaws of the device? Did any clips fire but did not form the proper b form shape? Please clarify: risk of cut.

Event description:
The clip does not form. Dysfunction when loading the stapler. Another device was used to finish the procedure. Risk of cut.

Manufacturer narrative:
(B)(4). Batch # r92t2u. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: did the clip feed slowly into the jaws of the device? Did multiple clips feed into the jaws of the device at one time? Did the clips feed sideways into the jaws of the device? Did the clips drop or eject from the jaws of the device? Did the clip not feed into the jaws of the device? Did any clips fire but did not form the proper b form shape? Please clarify: risk of cut.